Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue but could not duplicate it. The device was able to recognize various rhythms without fault, and was able to shock all shock-able vfib rhythms that it was tested with. The recorded error code can indicate a bad connection to a patent when therapy was attempted to be given. The root cause of the reported failure is determined to be a faulty connection to the patient due to customer use.

Event description:
The customer contacted physio-control to report that their device provided multiple voice prompts to check connectors and electrodes when a patient was properly connects and a voice prompt shock advised- red light to shock came on to shock then disappeared. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however no health consequence or impact has been reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A third party service agent has received the device and was provided with a RMA to return the device to physio-control. The customer was provided a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device provided multiple voice prompts to check connectors and electrodes when a patient was properly connects and a voice prompt shock advised- red light to shock came on to shock then disappeared. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however no health consequence or impact has been reported.